Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number provided. The manufacturer is unable to investigate further at this time. Should further information become available, coopervision will submit a follow-up report. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient states that the contact lens had torn into several piences and was stuck in the eye and resulted in an eye infection. The patient states it was recommended they be hospitalized and that the incident was sight threatening. Patient did not provide details of the device; make, model, or brand is unknown. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.